Event description:
It was reported that during a surgery, the device broken into two pieces during insertion. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72203378 healicoil pk 4.5mm device used for treatment, was not returned for evaluation. The complaint could not be visually evaluated. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Inadequate bone quality resulting in anchor pullout or loss of fixation. 4. Unexpected bone condition/density. 5. Use of sharp instruments to manage or control the suture.